Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device showed malfunction during hand-activation. Used another device to complete the procedure. There were no adverse consequences to the pt.